Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, it was noticed that the device was slipping out of the patient after insertion. It was reported that they found that the flange broke away from the tube. The tube was immediately removed and replaced.